Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla during an endoscopic papillotomy procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the truetome 39 broke. It was reported that no part of the cutting wire detached and fell into the patient. When the device was removed, it was noticed that the tip of the cutting wire may have been bent to other side. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the front side did not seem to come out of the endoscope; however, according to the instructions for use (IFU), verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Not verifying that the cutting wire has exited the endoscope may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla during an endoscopic papillotomy procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the truetome 39 broke. It was reported that no part of the cutting wire detached and fell into the patient. When the device was removed, it was noticed that the tip of the cutting wire may have been bent to other side. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the front side did not seem to come out of the endoscope; however, according to the instructions for use (IFU), verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Not verifying that the cutting wire has exited the endoscope may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 39 was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole. This was consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, blackened and bent. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope and the cutting wire kinking. It was reported that the front side did not seem to come out of the endoscope; however, the instructions for use (IFU) indicates, "warning: verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope." Therefore, the most probable root cause for the reported problem of wire break will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU).